Event description:
It was reported that patient presented in-clinic for routine generator change. Prior to procedure, it was found that patient's atrial lead exhibited inappropriate mode switch due to noise oversensing. No intervention was performed. The patient was stable.